Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 10:03:14. During night drain cycle four, the patient's ultrafiltration reading was 1898ml, indicating the home patient (hp) drained 1898ml more than their maximum programmed fill volume of 2500ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was determined to be one or more cycle advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.